Event description:
The surgeon had performed a partial knee arthroplasty using mako's robotic arm interactive orthopedic system (rio) and the restoris multicompartmental knee system (mck) on (B)(6) 2011. The pt presented with "femoral component loosening". The surgeon removed the femoral component loosening". The surgeon removed the femoral component and replaced it with a competitive femoral implant. The tibial component was deemed sufficient and was left in place. The 8mm thick onlay insert was removed and replaced with a 10 mm insert.

Manufacturer narrative:
An evaluation of the event has been initiated at mako surgical. A review of the case session files revealed that all recorded values were within acceptable tolerances. There is no indication of a rio malfunction. Further clinical evaluation is in progress and a supplemental report will be submitted when results are obtained.